Manufacturer narrative:
Internal complaint number (B)(4).

Event description:
A patient's husband contacted to report that a prometra ii 20 ml pump was electively explanted due to the pump allegedly not working. The caller reports that the patient was not getting any relief and the pump was explanted. The pump was disposed of and not available to return.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Although requested several times, no additional information was able to be obtained. As the patient's pump was disposed of and not returned for additional evaluation or investigation, a definitive root cause could not be determined. A supplemental MDR will be submitted if/when new information is received. Internal complaint #: (B)(4).

Event description:
A patient's husband reported that a prometra ii 20 ml pump was electively explanted due to the pump allegedly not working. The caller reports that the patient was not getting any relief and the pump was explanted. The pump was disposed of and is not available to return.